Event description:
This was a lead extraction case performed in the or to remove one sjm 1216t cardiac lead from the rv. The physician prepped the lead with an lld, but the lead unravelled, releasing the lld. The physician then tied off the lead directly with ethibond, and used a 12f glidelight with the laser. Physician up-sized to a 14f glidelight, but could not progress. He then used the 9f tightrail mini, but the lead became cut or broken. The physician came up from below with a cook eagle eye snare and removed the lead. No adverse event occurred and the patient was discharged per operative plan.